Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life-sustaining function. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver overheated while supporting a patient. The customer also reported the freedom driver was under a blanket. The customer also reported that the patient was switched to a backup driver without any adverse patient impact.

Manufacturer narrative:
The driver in "as received" passed all sections of functional testing and there was no evidence of a device malfunction. The customer-reported overheating of the driver with a temperature alarm was only able to be reproduced when the driver was covered with a blanket as reported by the customer. Despite being able to reproduce the alarm, the driver functioned as intended and alarmed as designed when the reported temperature from the battery pack was greater than 48°c. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4726 follow-up report 1.